Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event of death. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported event. The power on self-test and a short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. The cause of the reported event of death could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away coincident. The cause of death was reported to be coronary heart disease. The patient was not in the hospital at the time of death. It was not reported if an autopsy was performed. It was not reported if peritoneal dialysis therapy was ongoing at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.